Event description:
It was reported that during the use of the sphere 9 ablation catheter, a physician thought they felt or heard a steampop while ablating on the cavotricuspid isthmus (cti). The physician checked intracardiac echocardiography (ice) and fluoroscopy and found no discernable issue with the heart or post-ablation. No patient symptoms or complications were associated with this event. No medical or surgical intervention was needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. There was no injury as a result of the event. There was no impact to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were received and analyzed. The one log file was returned from the field and reviewed. In conclusion, the reported "steam pop" issue cannot be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.